Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Carefusion technical support instructed the service representative to calibrate the inspiratory and exhalation pressure transducers, and see if the issue corrects. The service representative stated that the unit was failing the leak test and that there was no flow coming out of the ventilator. A service call was opened on the unit.

Event description:
This complaint was reported through a carefusion service representative on behalf of a user facility. The service representative indicated that one of the units is alarming "ext. High peak pressure". He replaced the exhalation filter and the problem was not corrected. No patient involvement.